Manufacturer narrative:
Date of event: aware date used as event date is unknown. Implant date: estimated as procedure date is unknown but reported to have been approximately 1 1/2 years ago.

Event description:
It was reported that stroke and device movement occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Approximately 1 1/2 years later, the patient experienced a stroke. A transesophageal echocardiogram (tee) was performed, and it was noted that the device had migrated proximal, leaving a 13 mm lobe exposed. The decision was made to implant a second watchman closure device. A sentinel cerebral protection system was placed. A watchan access system (was) was positioned and a 20mm watchman flx closure device and delivery system (wds) was inserted. The wds was partially recaptured twice and finally released with no residual leak. The patient has been discharged.